Event description:
It was reported that the customer was taken to the emergency room and was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 896 mg/dl. Caller stated that within an hour customer's blood glucose dropped to 88 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.